Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Over the last week, we have had 5 instances of the 24g yellow bd nexia IV kits where the clear end cap was not attached to the IV and was loose inside of the package. As a result, the IV has dripped blood out of the line after it is placed. 1/26/2026: no serious adverse events or injuries associated with this concern.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of cap loose was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.